Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a hole in catheter, dye study confirmed it. Leg and foot got numb and patient was temporarily paralyzed head to toe for 8 hours and could not move the head. It was indicated that the dye had squirted on a nerve during the study. It was added that ¿the right leg first went to sleep and now the right foot¿. It went away. However it was reported that the right leg became permanently paralyzed after the healthcare provider (hcp) accidental slammed the tray table on the patient's right leg, a few days after the initial incident, which was about 4 years ago. The patient's status was undetermined at the time of the report. The drug being used in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8731, lot# b003013n28, implanted: (B)(6) 2003, product type catheter; product ID 8711, lot# n107103002, implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported in (B)(6) 2011 the patient had a hole in her catheter and ¿dye was shot through¿. The dye hit a nerve and the patient was paralyzed for seven hours and couldn¿t lift her head off the pillow. The health care provider (hcp) reportedly identified there was a problem with the system because the patient was getting 10 milligrams of morphine, besides what the pump was delivering. After the paralysis incident, the patient¿s hcp sent her to another hcp who was the one who determined that it was the dye hitting the nerve that caused the temporary paralysis. The patient was unsure but believed the device delivered morphine and marcaine at the time of the event. No further information was provided. Additional information has been requested, but was not available as of the date of this report.